Event description:
A malfunction alarm was reported, identified by malfunction code malf 0. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with pump reset information, but the customer declined further troubleshooting and stated they would attempt to resolve the issue themselves later. No additional information was received regarding the outcome of the event.